Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 2 infusion set fell off events on 20-may-2024. The first infusion set was in use for about 2 hours and the time for the second infusion set was not given. The glucose level was around 200 mg/dl. No further information available.

Manufacturer narrative:
Device 2 of 2.